Event description:
The complainant reported a patient in acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon peeling away the sheath and advancing repo sheath, the impella kinked within the left ventricle (lv). Attempted to withdraw the impella from lv, however the impella remained kinked. The impella was pulled back to iliac bifurcation where it was straightened out. The impella was removed over the wire with re-access port. Physicians decided to prep and place a new impella cp. It was noted that the reason insertion was not successful was due to the patient's anatomy.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.